Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and the medical team received a high temperature error on the ngen generator. The system did not stop the ablation when the cut-off value was exceeded. The generator parameters used were qmode +, 90w, 60 degrees. Though the medical team stated that "there's a high risk of aneurism and bubble on the left side of the patient heart", they confirmed that this did not happen to the patient. The catheter cable and dongle were replaced, a new study was used, and the catheter itself was changed, and the issue resolved. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation and temperature and impedance test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between pebax and electrode section, and a reddish material inside it. A temperature and impedance test was performed and the results were found within specifications. Also, an irrigation was performed and no irrigation issues were found. A manufacturing record evaluation was performed for the finished device 31685831l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).